Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon investigation the electrode belt unable to complete a falloff test. The cause for the failure was isolated to a broken shoulder connection in the pulse wire. The root cause for the damaged wire could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.